Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting possible intermittent t-wave oversensing (twos) during atrial arrhythmia episodes. The patient experienced syncope. The rv lead remains in use. No further patient complications have been reported as a result of this event.